Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the investigation found that the complaint cannot be determined. The full leg x-ray is not available to cross-verify with the log file findings to confirm the reported complaint. A combination of sub-optimal landmark acquisition and insufficient or inconsistent application of varus and valgus stresses during the leg alignment steps may be contributing to the issue. The investigation found evidence that the tibia array may have moved during the tibia cut step. There was also significant leg and robot movement during operation. Ultimately, no defect was found with the system. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the surgeon planned to resection femur and tibia for 2 varus, but after finishing the case, the surgeon compared between the full leg x-ray and the planned x-ray and was more varus by the plan by 7 degrees. Cement was added to correct the cut issue. There were no delays in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.